Event description:
The patient was hospitalized for treatment of a brain infection. She appeared to be discharged. The patient was unable to turn her head. When the battery of the patient therapy manager was replaced, code 8473 and critical pump alarm codes were noted. The patient had no pain-related symptoms. While in the hospital she had a magnetic resonance imaging (results not reported). Additional information has been requested. A follow-up report will be submitted if additional information becomes available.